Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, loss of capture and high out of range pacing impedances. The physician suspected a lead fracture or a connection issue. The physician elected to reprogram the device around the ra lead and continue monitoring the system. This ra lead remains in service. No adverse patient effects were reported.